Event description:
The device involved in this MDR report was explanted 10 months after implantation, because it could not be interrogated; in addition, no magnet response was observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device was not received. Therefore, the analysis of the device is pending.